Manufacturer narrative:
Initial and final MDR 1879897 - MDR 3003442380-2024-06166 - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same kind of adhesive events with six infusion set as they fell off during use. The infusion sets were used for a day and for a few hours. Patient replaced infusion set and resumed insulin. No further information available.